Event description:
(B)(4). Device provided by provider diagnosed with crest syndrome - and autoimmune disorder have had two ankle surgeries on the left ankle raynaud's syndrome unexplained rashes/hives